Event description:
It was reported by the rep that the (3) al326 were used during an unk procedure. It was reported that the clip applier was not working correctly. This was reported by the physician assistant. There was no consequence to the pt. No other details were given.